Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. The lot# l473833 does not exist in sap p02. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for femoral neck fracture with the fns implants. In the surgery, the maximum size implants (110mm bolt and anti-rotation screw) were used. It seemed that there was a little extra distance between the neck bolt, anti-rotation screw, and the joint surface. The surgery was completed successfully without any surgical delay. On april 19, it was confirmed that the dislocation occurred. The revision surgery will be performed in the future replacing with the artificial bone head, but the exact date is unknown. No further information is available. This complaint involves two (2) devices. This report is for (1) antirotation screw for femoral neck sys 110mm length - ster. This report is 3 of 4 (B)(4). This pc is related to (B)(4). (B)(4) reports about the event in revision surgery.